Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: case-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that active heel traction boot replacement kit was loosening and it was not maintaining tension on the boot causing the patient´s foot to slide, ultimately impacting distraction. This was noticed before the procedure; therefore, no patient was involved. A backup device was available and no delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.